Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #m9137p the device was received with the I-blade upper tip broken off and the remaining of the I-blade was returned with the device. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot

Event description:
It was reported that during a lap hysterectomy, the I-blade was broken off when the device cut the posterior vaginal canal. The target tissue was not so thick and the jaws were closing, but the handle was stuck though the activation button was pressed. Then, the handle was forcibly grasped by both hands and the I-blade of the upper jaw was broken off. The broke piece fell into the patient. The surgeon carried on the procedure, and the patient was x-rayed during the operation. As the broken piece was found inside the patient, a small incision was created at the umbilical region to remove the fragment. The broken piece was retrieved from the patient and no pieces were left inside the patient. . Before this event, the device had been used on the upper ligament, the uterine artery and the cardinal ligament without difficulties. The vaginal canal was mostly cut with an electrical scalpel and a cooper scissors. Then, a breaking noise was heard when the nslg2c35 was used for the posterior side. When the device was removed from the patient, the upper side of the I-blade was missing. As of now, the patient is hospitalized.